Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set cannula kinked event on (B)(6) 2024 for the first 2 and (B)(6) 2024 for the last issue. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for less than twelve hours. The insertion site was abdomen. The blood glucose level was 351 mg/dl. The patient replaced infusion sets and resumed insulin successfully. No further information was available.